Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 134 mg/dl (strip lot 476907) and 314 mg/dl (strip lot 477238). Results were obtained using different strip lots. No adverse event reported. Return of the suspect device was requested for evaluation.